Manufacturer narrative:
The device history record (DHR) of lot number 5686880 was reviewed on 6/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was made available with the field experience report on 6/6/2018. The event date has been updated. The final fill volume of the impacted product was 300ccs. Bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 6/6/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis. Left sided baker¿s grade IV capsular contracture and deflation were reported post procedure. At the time of this report, mentor has received no information regarding an explantation date, however, it is stated that the device will be replaced with a mentor saline prosthesis.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device, but brown material was observed on the shell surface. Upon initial inspection, no anomalies were observed. Leak testing was performed according to mentor procedures, and it revealed a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the edges of the rent did not provide conclusive evidence of what could be the root cause. At this point, it is not possible determine the origin of brown material observed in the device. The device history record (DHR) of lot number 5686880 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Additionally, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is also a known complication associated with these devices, and is similarly referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).